Manufacturer narrative:
No frozen screen or blank display noted. However, unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify off no power, failed battery test, displayable history crc check failed on startup, unexpected restart. And external ram crc error alarms due to unresponsive button. No unexpected heating up of battery, battery tube or electronic assay was noted. No traces of heating up including burns, electrical shorts or heat damage components in electronic assay was noted. The insulin pump had stained end cap sticker (no burnt).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, unexpected restart, external error, off no power, and displayable history check failed on startup. Customer's blood glucose level was not reported. Customer states they did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.